Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 480 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that an empty cartridge alarm occurred. Reportedly, the customer was able to resolve the issue. Customer¿s blood glucose level was in the 100's mg/dl.